Event description:
Perclose vascular surgery device deployed with adequate blood return from port. Sutured in place, on removal of perclose suture pulled free with knot intact. Bleeding controlled; no significant adverse effects to pt.